Event description:
It was reported by service report that there was a broken siderail and sharp edges were exposed. It is unk if there was pt involvement, however no adverse consequences are reported.